Manufacturer narrative:
A quality-safety evaluation was received on 07-dec-2016. Ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 1 year later, she underwent partial hysterectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A quality-safety assessment resulted in an unconfirmed quality defect, but plausible. The relationship with the reported events cannot be totally excluded. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 18-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2014 for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing chronic pelvic pain, abdominal pain and pain during intercourse. Sometime in 2015, she saw her physician and underwent a partial hysterectomy. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 1 year later, she underwent partial hysterectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process